Manufacturer narrative:
A product investigation is in progress.

Event description:
Cotton left inside me: vagina [foreign body in reproductive tract]. Outer layer is coming off on removal and cotton is being left inside of me [complication of device removal]. Outer layer is coming off: tampon [device breakage]. The outer layer wasn't fully sewed down on the tampon like it normally is down the middle, it's like not attached at all [device physical property issue]. Case description: consumer sent e-mail stating the outer layer of the tampons were coming off on removal. No serious injury was reported. Follow-up: consumer e-mail stated the outer layer was not fully sewn on down the middle like it normally was on the tampons, and it was like the outer layer was not attached at all. No serious injury was reported.

Manufacturer narrative:
17-mar-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Cotton left inside me - vagina [foreign body in reproductive tract]. Outer layer is coming off on removal and cotton is being left inside of me [complication of device removal]. Outer layer is coming off - tampon [device breakage]. The outer layer wasn't fully sewed down on the tampon like it normally is down the middle, it's like not attached at all [device physical property issue]. Case description: consumer sent e-mail stating the outer layer of the tampons were coming off on removal. No serious injury was reported. Follow-up: consumer e-mail stated the outer layer was not fully sewn on down the middle like it normally was on the tampons, and it was like the outer layer was not attached at all. No serious injury was reported.